Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was discharged home. The cause of the complication is unknown.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and admission to the hospital for observation. The pneumothorax was identified via a post-procedure x-ray. Per the physician, the ion procedure did not cause the pneumothorax, but it occurred because the biopsy was a high-risk procedure and a pneumothorax is a known complication of the biopsy procedure. The initial size of the pneumothorax was 5-10% but increased in size, prompting the chest tube placement. The size of the lesion was 2.3 cm and the lesion was located in the left upper lobe, lingula on the fissure. The distance of the lesion to the pleura was 1.4 cm. The patient was hospitalized for a "short stay" and was doing well. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.